Event description:
A dialysis facility reported that there was a massive blood leak in an f70nr dialyzer during treatment and there was no machine alarm. The dialysate was reddish in color. Blood in the arterial line was returned and the rest was discarded. Blood loss through the dialysate could not be determined. Estimated blood loss by discarding the extracorporeal circuit was less than 200 ml. There was no patient complication.